Manufacturer narrative:
Reference number (B)(4). Patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced a recurring insulin flow block (ifb) alarm on (B)(6) 2025. Insulin was observed to exit with greater than normal resistance, including a blockage at the set/reservoir connection. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available